Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt abdominal soreness after his permanent scs implant procedure. F/u on (B)(6) 2013 identified the pt's pain has improved but has not totally subsided. The pt's physician believes the pain will continue to improve.